Event description:
It was reported by repair work order that the head left side rail was broken off the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
New side rail assembly was installed to replace broken off side rail.